Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the generator was not firing and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was returned for failure analysis, and the reported problem was confirmed based on a review of the system error logs. The erbe generator was tested and an error was generated upon monopolar activation.

Event description:
It was reported that during a da vinci-assisted general incisional hernia surgical procedure, the customer encountered errors while trying to use monopolar energy. An intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed multiple erbe generator errors in the system logs. The customer replaced the energy cord, an instrument, tried both monopolar ports on the erbe generator, rebooted the erbe generator, and removed the external foot pedals; however, the errors persisted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same erbe generator; however, the monopolar function could not be used. Bleeding was reported. However, the bleeding was described as being regular surgical bleeding which was harder to stop and the procedure took longer than expected due to the surgeon inability to use the monopolar function. The bleeding was controlled with bipolar energy and hemostatic agents. The procedure was delayed for 20 minutes. The procedure was completed robotically. The patient did not require blood transfusion and prolonged hospital stay. There were no post-operative complications reported.